Event description:
It was reported that the patient a pericardial effusion, and a pneumothorax was suspected. The rv (right ventricular) lead was expl anted and replaced. No further patient complications have been reported as a result of this event. The patient was enrolled in the more-care study.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Add'l devices: (B)(4) implantable cardioverter defibrillator (ICD) (B)(6) 2012, 5076 implantable pacing lead (B)(6) 2012. (B)(4). Lead location unk.